Manufacturer narrative:
(B)(4) - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the germany. It was reported that patient's three infusion set fell off during swimming. The patient replaced the infusion set and insulin was resumed successfully. No further information available.